Event description:
It was reported that saline leaked from the balloon hub during use. Reportedly, the stylet was observed to be longer than the catheter and damaged the patient's blood vessel. It was reported "damage on the blood vessel is same as the regular damage that would be caused during the "procedure". It was further stated, "the doctor doesn't think that is a problem". Reportedly, there was no treatment or intervention reported.

Manufacturer narrative:
The device was not returned for evaluation.